Manufacturer narrative:
Previous admissions for infection: MFR numbers #2916596-2021-06159. #2916596-2023-06869, #2916596-2022-13183. E1: reporter email was unavailable. Hospital site (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the nipple housing. The remaining distal portion of the driveline was not returned with the device. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. A bend relief collar was present and secured with green suture. The apical sewing ring was returned attached to the inlet tube via zip tie. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. The IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the in the IFU, including instructions for exit site treatment. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline infection at the exit site spread into the bending section inside the body. A pump exchange was performed on (B)(6) 2023. The pump and the controller was to be returned.